Event description:
It was reported that the customer was in the hospital with a blood glucose reading of 530 mg/dl, and it could not be corrected. The caller stated that the doctors wanted to know what the customer's basal rates were. Assisted the caller with the basal review. The caller stated that no further assistance was needed at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.